Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated via surgery notes and the reported event was not confirmed. Primary surgery notes indicate no intra-operative complications. Three months status post-surgery states no abnormal findings were seen. One year follow up visit states that patient had mild pain in the patellar region. Later follow up visit determined patient had pain in infrapatellar tendon region and difficulty with ballistic type activities. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: partial articular surface; p/n: 42518200509, l/n: 63624738. Partial femur cemented; p/n: 42558000501, l/n: 63571309. Partial tibial cemented; p/n: 42538000501, l/n: 63797719. Palacos cement; p/n: unk, l/n: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04044, 0001825034 2019-04046. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported the patient is experiencing pain in the infrapatellar tendon region after initial surgery. Subsequently, the patient is having difficulty with ballistic type activities. Attempts have been made and no further information has been provided.